Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an amplatz whisker extra-stiff support wire guide was scheduled for use in a percutaneous transluminal angioplasty (pta) procedure. Upon removal from the holder, kinking was observed in the device, which prevented its use in the procedure. A different device from the hospital's inventory was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned device on 09mar2026, a protrusion of the mandril was observed.